Event description:
Pt. Called to report that; they had a total right knee replacement in 2021 and the stryker part is faulty.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.